Event description:
It was reported that the defective blade was found to have an issue when they were loading the hand piece and connecting the blade to the hand piece. The tip actually came off the end of the blade and it created a fragment. There was no report of patient impact.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). Upon observation, the blue leads attached to hub of device were found unwrapped and free of damage. The outer and inner spiral wraps were found completely broken off from the remainder of the device close to proximal end. The blade tip was found intact on the broken outer spiral wrap and appeared free of damage. Some broken portion of the inner spiral wrap was found intact to the blade tip. The outer tube was observed under magnification and the inside of the rim did not exhibit any visible damage to indicate excessive side load / force applied by the customer . No definitive conclusion could be drawn based on the analysis, however historical complaints for similar issues have indicated that the tip detachment/breakage may occur due to customer maneuvering of the device during use. Method: microscopic inspection. Results: stress problem. Conclusion: use error caused or contributed to event.